Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The insulin pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump was received with cracked keypad overlay at select button, scratched display window and discolored keypad keys. The insulin pump was received with cracked case on the back at the battery tube area and belt clip rail case corner.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment had a crack. Troubleshooting was not provided. The insulin pump will be returned for analysis.